Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06456, 2134265-2014-06458. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During procedure it was noted that the catheter was incorrectly identified and was unable to perform automatic pullback. The physician tried to disconnect and reconnect the catheter multiple times and reseated the motor drive unit 5 plus to the sled multiple times but did not resolved the issue. No patient complications were reported.